Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set fell off during use which led to high blood glucose level of 110-230 mg/dl on 06/may/2024. The infusion set in use for 24 hours. The patient received correction bolus via pump. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient country: united states.